Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with four infusion sets. The cannulas were kinked. The events were occurred on 01-jun-2024. Patient noticed symptoms within 3 or more hours after insertion. The site of insertion was the abdomen. Patient regularly rotated site location. Patient confirmed that the inroducer needle was ahead of the cannula prior to insertion. Blood glucose level was 460 mg/dl was at the time of the event. Therefore, patient took correction injection via mdi. Patient changed soft cannula infusion set only and resumed insulin. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).